Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low battery and weak battery alert. The customer's blood glucose value was unknown. The customer stated that she switched the battery and it read low battery. The customer stated that the battery only lasted 1 week. The customer stated that the display went blank. The product was not returned for analysis.